Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Event description:
Approximately one month after implant, this patient was found deceased in bed at home with both power sources disconnected. Five days earlier he had attended a clinic visit and was said to be looking well. He "just needed assistance from home health". An autopsy was not performed. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was found deceased in bed at home with both power sources disconnected. The controller was returned to the facility to be evaluated. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. During evaluation, the controller passed external visual inspection and functional test without any alarm observed. Review of the log files revealed multiple power loss events, at least five (5) days prior to the event date; however, the patient had been seen in the clinic without any issues after the alarms had occurred. Based on the available information, the root cause cannot be conclusively determined; a possible root cause can be attributed inadvertent disconnection of both power sources by the user. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.